Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Per medwatch number (B)(4): description: patient complained of chest pain during rinse back part of treatment. The ccht (certified clinical hemodialysis technician) noticed that there was air in the lines. There was noted to be a loose connection in the tubing between the arterial and saline lines. The dialysis safety air detector did not alarm with the presence of air in the lines. No injury reported.